Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16-us, lot#: 0009056198, ubd: 29-mar-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be completed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was positioned too deep. During attempted recapture to reposition the valve higher, the deployment knob of the delivery catheter system (dcs) was mistakenly turned the wrong way, and deployed the valve in a deep position. Severe paravalvular leak (pvl) was noted. Subsequently, a second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the deep implant could not be determined from the available information. It was likely that this inaccurate delivery was related to a use error as reported, where the deployment knob was inadvertently turned the wrong way. There were no procedural images provided for review. Paravalvular leak could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. The issue was successfully resolved through implant of a second valve, and no other adverse effects were reported. The event did not indicate a potential manufacturing issue of the delivery catheter system (dcs). There was no information to suggest a device quality deficiency or malfunction related to this event. If information is provided in the future, a supplemental report will be issued.